Event description:
It was stated that insulin leaked past the o-rings of the reservoir and the customer was hospitalized for high blood glucose. No blood glucose reading was reported. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.